Event description:
Patient reports relief was good after the dosage was brought up, then the relief diminished and the dosage is having to be increased with little relief. Also, since the surgery a hard knot or bump developed at the site where the catheter was inserted in the spinal column. Additional information concerning event resolution and patient outcome will be provided when received.